Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on using both battery and ac power. It was found that there was no audible tone from the front panel speaker as the speaker has failed. The front panel speaker was replaced and the unit functioned as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the rad-8 speaker does not work. No patient impact or consequences reported.